Event description:
The device was returned to physio-control in response to field action (B) (4). When evaluated, the device was found to be inoperative due to a depleted battery. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of capacitor c177 on the (B) (4) pcb assembly. The customer received a replacement device in accordance with the field action.